Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited damage to the pad, and the surrounding metal section ruptured. The issue occurred during a therapeutic total laparoscopic hysterectomy procedure. A portion fell off inside the body but has already been retrieved. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. The tissue pad was intensively worn away. However, the issue with the metal was not confirmed. No damage or detachment was found on the metal parts. A root cause could not be identified. Based on the results of the investigation, the malfunction was observed without a conclusive finding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.